Event description:
Event: generalised erythroderma. In 2008, a male pt visited the orthopedist office for low back pain and knee pain. He received artz dispo (=sodium hyaluronate) injection into the left knee. Mucosta (rebamipide), seltouch (felbinac) and naboal tape (diclofenac sodium) were also prescribed. About 2 days later, at 3:00 a.m. He was transferred to e.r. In another hospital with generalised rash and vomiting. He admitted and his physician diagnosed his condition as generalised erythroderma. Dlst will be performed. The injecting physician is the initial reporter and had no detail info about this event since he was just reported from the pt's family member. The physician who diagnosed him is the second reporter and considered that this event relates unlikely to artz dispo, and highly possible to noboal tape because of remarkable redness around the applied area.

Manufacturer narrative:
We are now investigating this case.